Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the insulation at the proximal end of the electrode ring was partially fractured at 56.2cm from the connector pin, consistent with cyclic bending.

Event description:
It was reported that patient presented in clinic after receiving a vibratory alert. During device interrogation, episodes of noise were observed. X-ray revealed suspected fracture at lead tip. Lead was explanted and replaced.